Event description:
Rti biologics, inc. (Rti) initiated an investigation into a complaint reported on (B)(6) 2012. The description of the complaint indicated that on (B)(6) 2012, the pt underwent a surgical foot procedure with implantation of a rti bone wedge xenograft. On (B)(6) 2012 the pt returned for a f/u visit complaining of swelling and discomfort. X-ray showed hardware was intact, some callus formation, periosteal reaction or heterotopic ossification superficial to the lateral fixation side plate. Some interval progressive bony fusion was also observed. On (B)(6) 2012, the pt underwent hardware removal as the plate and screws were loose. During the procedure, it was noted that the graft did not look "healthy" and was removed. Final cultures were negative for growth.

Manufacturer narrative:
Investigation: the graft was not returned to rti biologics, inc. For eval. Rti conducted a re-review of the product history record, sterilization run reports, qa / quality control reviews, limus amebocyte lysate (lal) test results and release records associated with this lot. Results of investigation: according to the mfg records the graft was manufactured to specification. No deviations were noted during the records re-review for lot#: 1-090402. The graft underwent two validated sterilization methods; bioclense and post packaging gamma irradiation at a validated dose to achieve a sterility assurance level (sal) of 10-6 prior to release. To date, rti has manufactured (B)(4) xenografts from this lot with no related complaints. Conclusion: grafts associated with lot#: 1-090402 passed all rti release criteria prior to distribution. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint.